Event description:
It was reported that during a laparoscopic lobectomy procedure, the cartridge was detached off inside the patient's body after the first firing. Although the deployed staples were formed properly, another device was used from the second firing just in case. Reinforcement material was not used. There were no adverse consequences for the patient. Requested and received the following information on 3/30/2010: did the device require excessive force to fire? No detailed information. How was the cartridge removed? It was retrieved by forceps from the other port. Was the device fired across an existing staple line? No. The doctor commented there were possibilities the device contacted something. And the cartridge seemed to be come off easily.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.